Event description:
A customer reported a data error alert that occurred after the pump ship date. At the time of the issue, the customer's blood glucose level was between 54-500 mg/dl, indicating a broad range but no specific adverse impact reported. Technical support advised that some history logs might have been erased but confirmed that therapy was unaffected. The customer understood and agreed to continue using the pump for insulin therapy.